Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The microscopic view of the broken surface does not show any anomalies of materials structure, what indicates material conformity as well. It is possible that the tip broke off during a mechanical overloading situation. Various circumstances may lead to the breakage such as exposing to extended lateral stress, contact with other metallic parts or blunt cutting edges. This device was manufactured in august 2012, the condition of the cutting blades before surgery is unknown. Manufacturing and inspection records indicate no problems with the lot in question. No product related fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation the drill bit broke. This is 1 of 1 report for complaint (B)(4).